Event description:
Customer reported high device readings during lab comparisions over the past three days on three different patients. Device = 597mg/dl and lab = 279mg/dl, device = 427mg/dl and lab = 280 mg/dl. Device = hi & 443 mg/dl and lab = 221mg/dl. Treatment information was not provided. A request was made for return product and replacement product was sent.